Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A health professional reported, when reviewing the patient's result following refractive treatment the results were not what they desired. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications the manufacturer internal reference number is: (B)(4).